Event description:
Customer allege discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.3, lab: 2.6. Tests done 10 minutes apart. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.